Event description:
Boston scientific received information that this lead exhibited a high out of range pacing impedance measurement that was greater than 3000 ohms in both unipolar and bipolar configurations. A lead fracture was suspected. A replacement procedure was performed, and this lead was surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.